Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms and non-capture in bipolar configuration. Troubleshooting was performed and there was no rv noise, and all lead measurements were within normal limits. No actions were planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received reported that there was noise on the rv channel, but the patient had an underlying rhythm. An rv lead fracture was visible at the subclavian site via fluoroscopy. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.